Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 10:00 pm, the patient took a bg reading which was 120 mg/dl and her cgm was showing 90 mg/dl. The patient alleged inaccuracy before she went to sleep and she was feeling fine before she went to sleep and at some point, became unresponsive. At around 2:00 am, her husband woke up to get a glass of water and found her on the floor, unresponsive. He immediately called 911 and tried to give her orange juice, but she was unable to take anything. He did not check her blood glucose with a fs or cgm at that time. When emergency medical services (ems) arrived, her blood glucose was checked via fs and measured 39 mg/dl. The cgm reading was not checked. She was diagnosed with diabetic coma by the ems. She was treated with dextrose, glucose and immediately regained consciousness. To further elevate her blood glucose, she was given a peanut butter and jelly sandwich. Ems stayed for approximately 15¿20 minutes. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.